Event description:
As reported by the legal, over a period of time, the patient's right left began to suffer from symptoms associated with excessive wear of the exactech knee devices, including but not limited to pain and lack of mobility. As a direct and proximate result of the failure of the exactech devices, patient has been required to undergo surgical removal of the exactech devices, and now has components with decreased longevity.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): (B)(4) 02-010-04-0230 - logic cr femoral por, left, sz 3. (B)(4) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(4) 200-02-32 - three peg patella 32mm. (B)(4) 201-78-15 - holding pin mini sharp point 4 pk. (B)(4) 201-78-82 - collar fixation pin 2pk 40mm, quick release.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
B1 updated. D6b updated. G1 updated. H6: corrected health effect clinical code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.